Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipg.

Manufacturer narrative:
Further information was received indicating this event is no longer part of fsca (B)(4).during processing of this complaint, attempts were made to obtain patient weightthe results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated a manufacturer representative interrogated the ipg and the ipg was able to be recovered and therapy restored, reportedly.

Manufacturer narrative:
Correction: section h6: investigation findings-3221-no findings available should have been entered in the previous report instead of 110 - design error correction: section h6: investigation conclusions-4315-cause not established should have been entered in the previous report instead of 12 - cause traced to device design